Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The devices were returned in good visual condition. In an attempt to replicate the reported incident, each device was tested for functionality. Upon testing, each device was cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during an unknown procedure, there was cutting clips. It caused benign bleeding during the operation. As the incident occurred in (B)(6) 2009, we have no more details. Another device was used to complete the procedure. There was no adverse patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.